Event description:
Caller states patient tested 6.2 inr and 6.2 inr on the coaguchek s system while a comparison lab returned as 4.3 inr. Patient was told to take 5mg coumadin daily and repeat test in two weeks. No adverse event reported. Requested return of suspect system and replacement was sent.